Event description:
A customer called and indicated that when using excel off brand reagent strips the elite system would only flash an f-11 and lo (glucose less than 20 mg/dl). A blood glucose of less than 20 mg/dl can be a serious medical condition. While on the phone a review of the system was attempted. The customer did not have the required supplies, e.g., check sensor or control materials. These were provided and add'l f/u will be conducted. It was explained to the customer that bayer does not provide or support the use of an off brand reagent.